Event description:
It was reported that the patient is feeling dizzy and not well for past 2 months. The physician did an electrocardiogram and evaluated that the device was ok. The patient was referred to a neurologist. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.